Event description:
Additional information indicates that the left lead had migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the left lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000159713.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.